Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead presented to the emergency room due to sustained atrial fibrillation (af). Upon interrogation it was noted that the lead had a history of high but not out-of-range impedance measurements. At the last follow up visit, the lv sensing vector was reprogrammed which resolved the issue. Attempts to obtain further information was unsuccessful. All available information indicates that this lead remains in service.